Event description:
A caller reported experiencing an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset process, after which the issue was resolved, and the caller successfully restarted their sensor session.